Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the unit wasn't alarming. The unit has 14042 hours on it.